Event description:
In this report it is reported that a patient using suresmile retainer for treatment experienced pain during wearing of aligners that is not subsiding. It is also reported that the aligners have shifted the patient's front teeth inward and their bite is off. Patient advised to go back to last aligner used to try to realign their bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Failure mode - unintended movement/open bite. Root cause - no defect proven. No defect proven during the manufacturing process conclusion code - no failure found. The 3d setup is very straight forward setup no huge or severe crowding in th ecase. The issue of retainer I think is more of patient compliance not wearing the retainers as prescribed causing quick relapse on the anteriors. The retainers are expected to be tighter than regular trays but soon as patient get used it should be fine. DHR evaluation: we reviewed the DHR for (B)(4) / patient ID# (B)(6) / practice ID# (B)(6), qty. 4 items assy-500015 (retainers) were packaged by the first shift by auto bag and box operation on july 01, 2024, manufacturing supercell sc1, equipment pua-7. The sales order was inspected and met the acceptance criteria provided by qa. Comparative evaluation (e.g. Fit test). - we received the return of 2 items (retainers) from the patient ID: r3f5. - the retainers (uret sn: (B)(6) and lret sn: (B)(6)) correspond to the sales order (B)(4) of the alleged event. Lab test: we based the investigation on the retainer uret sn: (B)(6) and lret sn: (B)(6). We started by requesting the digital file of arches uret (sn: (B)(6)) and lret (sn: (B)(6)) from the original order to replicate the arch according to the digital specifications. - printing operation: we re-printed the arches uret (sn: (B)(6)) and lret (sn: (B)(6)) with the same characteristics and specifications as the original arch manufactured. Result lab test. - we tested the fit of the returned retainers (uret sn: (B)(6) and lret sn: (B)(6)) on the replicated arches. We found a correct fit between the two retainers and their respective arches.